Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the cannula of the sensor was missing. The customer¿s blood glucose level was 55 mg/dl. They reported that when looking at the sensor removed, the cannula on the sensor was missing. The customer¿s husband declined troubleshooting sensor cannula break. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. No broken or missing parts were observed during analysis.